Event description:
It was reported that this pacemaker and another manufacturer's right atrial (ra) lead exhibited noise and oversensing during an episode of atrial fibrillation (af). A signal artifact monitoring (sam) event was triggered and resulted in deactivation of the minute ventilation feature. Boston scientific technical services (ts) reviewed the episode and discussed the noise appeared consistent with oversensing related to the minute ventilation feature. No further noise was observed following the af episode. Additionally, high out of range pacing impedance measurements of 1,793 ohms was observed. The sam feature was programmed back on and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and another manufacturer's right atrial (ra) lead exhibited noise and oversensing during an episode of atrial fibrillation (af). A signal artifact monitoring (sam) event was triggered and resulted in deactivation of the minute ventilation feature. Boston scientific technical services (ts) reviewed the episode and discussed the noise appeared consistent with oversensing related to the minute ventilation feature. No further noise was observed following the af episode. Additionally, high out of range pacing impedance measurements of 1,793 ohms was observed. The sam feature was programmed back on and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.